Event description:
Leads explanted due to infection. The patient experienced fever and with vegetation noted on the mitral valve. The organism was identified as methicillin-resistant staphylococcus aureus. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5152562.